Event description:
Customer reports that for a pre-admitted patient, demographics did not populate in rapidcomm. Demographics were manually entered and results were reported. There was no impact to the patient as a result of this event.

Manufacturer narrative:
A gateway file received from the customer for analysis but it does not cover the date or sample in question. It does contain some information which may identify the source of this and other related problems. The site is probably using the adt^a05 messages for preadmissions and adt^a01 messages for admissions. In the file provided there are 492 a05 preadmit messages but only 436 a01 admit messages. Since rapidcomm ignores the a05 messages and does not capture any data from them, if a patient has an a05 messages without an a01, this is a preadmit without an adult, before a sample is run, it would have no patient demographic information to match to a patient identification number until an a01 or one of the messages in the list a01-a04, a06- a08, a12, a13, a16, a17, a25, and a34- a36 is received. The excess of a05 messages over a01 seen in the file provided points to the likelihood that for this patient and other this is the explanation for a failure to match and provide demographics in rapidcomm.